Event description:
It was reported that during a device change-out procedure, an increase in pacing lead impedance was observed on rv lead. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.